Event description:
Customer alleged observing low sodium (na) resulting using epocal bgem card compared to vitros. Date: (B)(6) 2011, bgem: 120, vitros: 141.

Manufacturer narrative:
Investigation pending.